Manufacturer narrative:
The device was returned for evaluation. A visual inspection of the device noted the loop on the distal end was broken off and missing. The loop wire was not returned with the device. A microscope inspection was performed and revealed charring deposits at the tips of both red colored resection posts. There are small portions of the loop wire that remained and appeared to be melted which is an indication of thermal damage. In addition the blue insulation on the shaft has a deep scrape and exposed the metal underneath. Based on evaluation results and similar reported complaints, the most probable cause of the reported event could be due to the loop wire coming in contact with metal material during hf output which can attribute to melting and burning of the loop wire and user handling as the deep scrape mark on the blue insulation indicates incorrect insertion of the electrode into the working element.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined. However, if additional information becomes available or if the device is returned for evaluation at a later time, this report will be updated accordingly.

Event description:
Olympus was informed that during a therapeutic endometrial ablation procedure the loop broke off and fell in to the patient's uterine cavity. One device fragment was retrieved using an unknown method. There was no sparking, arcing or smoke observed. The procedure was completed using a similar device. No patient injury was reported. No other equipment was replaced. The device will be returned to olympus for evaluation.